Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0601630 port & catheter allegedly experienced a fluid leak. This information was received from one source. The malfunction did not involve a patient. Patient age, weight, and gender were not provided.

Manufacturer narrative:
H10: the lot number was provided and a lot history review was performed. The investigation confirmed for the alleged leak. A definitive root cause could not be established. The device is labeled for single use. H10: g4 h11: h6 (results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
For the reported malfunction, the device was returned to bd for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0601630 port & catheter allegedly experienced a fluid leak. This information was received from one source. The malfunction did not involve a patient. Patient age, weight, and gender were not provided.